Event description:
A report was received that the patient was unable to charge the ipg. The physician determined that the ipg was implanted too deep. The patient underwent a pocket revision wherein the physician decreased the depth of the ipg. The patient was doing well following the procedure.